Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly and motor noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm due to getting into the ocean. Customer's blood glucose was 97 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).